Manufacturer narrative:
Per the tandem user guide: do not put any other drugs or medications inside your pump cartridge. The pump is designed only for continuous subcutaneous insulin infusion (csii) using u-100 humalog or u-100 novolog insulin. Use of other drugs or medications can damage the pump and result in injury if infused. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridges were leaking from the patient line. Customer loaded a new cartridge to address the issue. Customer was using off label insulin. Additionally, the customer reported a "high" bg which was addressed with a manual insulin injection.